Event description:
Patient reports the refinement aligners caused pain where tooth 25 was pushing against tooth 8 which resulted in an infection. The aligners for not worn for two weeks due allow infection to resolve. Tried step 5 of the refinement step and took the aligners out after two hours because of intense pain. The refinement aligners didn't help the issue of the pushing on bottom tooth. Pain level at 10, discomfort, not fitting, jaw discomfort and sensitivity being experienced.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.